Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during regular follow-up in clinic, system was found to be infected in the in the left pectoral muscle. Infection was suspected to be related to the implant procedure. ICD system was explanted and replaced. Patient was stable. Related manufacturer reference numbers: 2938836-2019-06319 and 2938836-2019-06321.

Manufacturer narrative:
Analysis was normal. No anomalies were found.